Event description:
The customer reported discrepant results of one patient sample when tested with erytype s rh+k. The customer reported that the sample reacted negatively with anti-c on erytype on the stated date of event and also when re-tested two days later, on (B)(6) 2012. When a second sample of that same patient was retested on (B)(6) 2012, it yielded a positive result with anti-c. The customer has neither returned the supposedly defective product nor the patient sample that had caused the false negative test result. At the time the customer filed this complaint, the supposedly defective product had already been expired. Therefore a testing of the retained erytype s rh+k sample in our quality control laboratory was not possible. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. We did not receive any further complaints related to this issue.

Manufacturer narrative:
This is our combined initial and final report on this incident.